Event description:
Patient was revised to address an unstable knee. The poly looks as if it had spun out per the rep. Update received 10/28/2013 - engineering review of the photos of removed tibial insert identified uneven wear on the superior tip of the cam, posterior lip of the medial bearing surface, and anterior edge of the insert. Because of this finding, the MDR decision is being changed from MDR-no to MDR-yes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The device associated with this report was not returned. Examination of supplied x-rays found evidence suggesting unanticipated wear secondary to device dislocation. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the root cause of the device dislocation. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.